Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the malfunction was duplicated and the front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.